Event description:
The hospital reported that the endoscope had a spot on the lens. The hospital will reportedly not be returning the product in question. We are following up with the hospital for additional information regarding the case.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Internal file number - (B)(4).